Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2005: patient presented with following pre-op diagnoses: c5-6 pseudoarthrosis. For which, patient underwent following procedures: posterior cervical arthrodesis c5-6. Use of instrumentation from consisting of lateral mass screws and rods posteriorly at c5-6. Use of right morcellized iliac crest bone autograft as well as rhbmp-2 bone morphogenic protein product posteriorly at c5-6. Per op notes, surgeon applied all of the iliac crest bone autograft as well as the rhbmp-2 bone morphogenic protein product on its carrier along the decorticated bony elements of c5 and c6. Final intra-op x-rays were taken which confirmed hardware was in excellent position. Patient tolerated the procedure well without any intraoperative complications.

Event description:
It was reported that the patient underwent a posterior cervical fusion at c5-6 using rhbmp-2/acs. On (B)(6) 2010, the patient underwent a posterior lumbar fusion at l5-s1 using rhbmp-2/acs. Following the surgeries, the patient had significant pain in the area of the fusion surgeries and extremities. The patient underwent additional imaging that showed the patient had developed bony overgrowth. Patient has reportedly received significant medical treatment to care for the injuries and has never recovered from the surgeries. The patient reportedly continues to suffer from daily, disabling pain that prevents the patient from performing many basic activities of daily living.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.